Manufacturer narrative:
Evaluation - other: the investigation for this report is limited as the user facility did not record the lot number or save the event sample. The clinician reported that the pre-test instructions were followed, yet leakage was observed at the top of the heat exchanger. Upon review of the event description and the diagram provided to smiths medical, it is concluded at this time that the event was not consistent with a breach in the aluminium heat exchanger tube, as there was no report of discoloration of the water in the reservoir. We therefore further concluded that the reported event will not result in the infusion fluid co-mingling with the warming water. This report is still under investigation and a follow-up report will be submitted upon completion and receipt of the report.